Event description:
Staff members were preparing for a case and opened a personna medical sterile carbon steel blade. Upon visual inspection, the blade was very obviously corroded. There appeared to be some rust as well as black markings on both sides of the blade. The device and packaging were saved and the back-table was torn down.